Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation was added: 10. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a loosened screw was not confirmed. Visual evaluation of the as returned device identified that it was fractured. The screw head was fractured off. Customer stated that the damage occurred during removal. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported by the customer that the patient presented with a loose crown. It was determined that the abutment and screw had loosened and when attempting to retighten, they were unable to do so. Customer reports implant is fine and remains implanted. Customer placed an encode at site instead. Tooth #30.